Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a difference between sensor glucose and blood glucose values; change the sensor alert. The event involved products mmt-1884, unk_reservoir, mmt-397a, and mmt-7040a. Troubleshooting was partially performed. Insulin delivery was not suspended. Blood glucose value was 59 mg/dl, and sensor glucose value was 130 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unk_reservoir. No product return is required for mmt-397a. No product return is required for mmt-7040a.

Event description:
On (B)(6) 2026 03:41:27 (B)(4). Bg guardian sensor 3/guardian 4 sensor customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. On (B)(6) 2026 03:41:27 (B)(4): low bgs/over delivery customer reported low bgs. (B)(6) 2026 03:41:27 (B)(4): change sensor/sensor updating/sg value not available/calibration not accepted customer reports receiving sensor alert.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.